Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for heat was confirmed by the technician through disassembly and visual inspection. The device failed due to debris affecting the components including the bearings. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.